Manufacturer narrative:
Eval result: latch handle.

Event description:
It was reported by svc report that the right siderail will not stay locked in position. No pt involvement or adverse consequences are reported.